Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction is being made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by physical stress, chemical stress, storage environment, or similar. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device was evaluated. Device evaluation and inspection found liquids leaks due to cut part of sw3 (switch3). The connecting tube protector was cut off. In addition, the connecting tube is crumpled. The customer reported issue was confirmed. Furthermore, the coating at the insertion section is peeled off. Investigation is ongoing. This report will be supplemented following completion of investigation.

Event description:
As reported, liquid leaks at the insertion part of the device. The issue found at preparation for use. There is no patient involvement on this event. Device evaluation fond peeling off of the coating on the insertion section ( greater than or equal to 1 x 1 mm2). This report is being submitted for peeling off of the coating at the insertion section of the device.